Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a gastrointestinal bleed and peritonitis. On an unknown date, the pt was hospitalized for the events. The cause of the events was unknown. Treatment for the events was not reported. On an unknown date, dianeal therapy was discontinued, a permanent catheter was placed and the patient was switched to hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.